Manufacturer narrative:
Additional information: after clinical review of this file performed on march 19, 2021, it was decided to remove patient code deformity/disfigurement (e2308) and add wrinkling (e1723) to more accurately capture the reported event. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device migration and animation deformity. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent breast reconstruction revision with 650cc mentor memorygel breast implants and experienced rupture on the left side, bilateral device migration and bilateral animation deformity postoperatively. As a result, the patient underwent bilateral device removal and replacement with 450cc mentor memorygel breast implants, catalog number shpx450, serial numbers (B)(4) on the left side and (B)(4) on the right side on (B)(6) 2021. This report is for the patient's right-sided device.